Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) technical support engineer (tse) found error 1164 in the log and explained to the customer that the pins inside the stapler jaws were shorted. Isi received the stapler 30 instrument involved with this complaint; however, the failure analysis is in progress. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the endowrist stapler 30 instrument was unable to be recognized on the universal surgical manipulator (usm) 1. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) technical support engineer (tse) found error 1164 in the log and explained that the pins inside the stapler jaws were shorted. The tse also explained how to check the stapler and return the instrument if it is necessary. The customer elected to use the stapler again and would call back if the issue persisted. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and reload were inspected prior to use, and no damage was found. The customer used the grey reload for the pulmonary vessel and would not return it. The stapler was not used inside the patient¿s body as it failed at initialization. The customer did not notice any issue with the instrument and reload during the previous use on 08/18. The stapling issue did not result in malformed, unformed staples, exposed blade or staples in the reload pocket that did not deploy after firing the stapler instrument. The customer used a backup stapler instrument to continue the procedure and confirmed that no fragment fell inside of the patient. There was no patient injury/harm. No further information is available. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The stapler instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two white endowrist 30 reloads. The instrument attached to and removed from the arm without any issues on three out of three attempts. The instrument passed the recognition and engagement tests on three of three attempts. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Review of master system controller (msc), digital signal processing (dsp), and engagement logs were unable to verify any failures. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 instrument was analyzed, and log review of the procedure confirms the system failed to detect the reload color on 2 installs. Master supervisory controller (msc) logs show 2 instances of error code 1164, indicating that the dlu pins at the crotch of the jaws may be shorted. Common causes of shorting on the dlu pins may be due to lodged staples from previous fires remaining near the pins. When this error occurs, it will prevent insertion of the instrument into the patient. The reload recognition failures are likely related to the primary complaint. No other failures were observed in the logs or during in-house testing. It is possible the lodged staples were moved from their position prior to evaluation and are no longer shorting the dlu pins. As this stapler had only 5 lives remaining at the time of failure, evidence suggests the stapler was received functional. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.